Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were failed. A field service engineer (fse) observed the drawer was not detected on the bus due to the drawer controller blowing out the module controller and retractor band. Fse replaced all three components and all functions returned to normal. Fse logged into hardware test application and tested cubies and drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus, and the auxiliary drawer failed. The user attempted a power cycle, which did not resolve the issue, and the user was unable to access medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.